Event description:
During an atrial fibrillation procedure in voxel mode, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. After the first ablation in the left superior pulmonary vein (lspv), a loss of blood pressure was observed. Fluoroscopy was done which diagnosed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized. The physician believes the perforation was located in the right atrium, most likely during cs intubation with the inquiry catheter which was resterilized by vanguard (sn (B)(6)). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).